Event description:
It was reported that no energy came out from the fiber when connected, and then a smell of burning was noticed. The procedure was completed with another device. There were no patient complications.